Event description:
The reporter stated that the display screen was blank after inserting batteries. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed that several reboots had occurred. The pump was booted with functional alarms and a blank screen. The pump was opened and a damaged display screen was observed. A test display was inserted but the screen remained blank. Evaluation revealed a component partially dislodged from the pcb. No power defect was found during testing; a damaged display screen and impact failure were found during testing.